Manufacturer narrative:
(B)(4).

Event description:
A report was received that a pt was experiencing pain in her right buttock near the ipg. The physician determined that the ipg was slightly superficial and prescribed the pt capsaicin. The pt is scheduled to undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient is scheduled to undergo a lead and pocket revision procedure due to pain surrounding the locations.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4) and (B)(4), description: linear 3-6 lead 70cm. The additional information was received that the physician decided to trial the patient with external trial stimulator before performing a pocket and lead revision. Upon review after a week, the physician indicated that the pain described by the patient may be a new pain. The physician wants to remove the leads and placing port plugs in the ipg and leaving it implanted and allowing time to heal, and wants the patient to remap the pain area. The patient is placed on prophylactic antibiotics. She is elderly and sometimes has difficulty describing her pain areas. The pocket revision would be scheduled at a later date as the physician is busy with personal issues.